Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was returned with the keypad peeled off and with the contrast button inoperable. All of the other buttons were still normally responsive. The contrast button contact was missing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up and contrast buttons were underresponsive. The reporter stated that the keypad rubber was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.